Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (does not communicate with belt) was confirmed due to a shorted u6 component on the ca board, causing fault. The monitor was unable to pass detect and treat testing or baseline testing. The root cause for the shorted u6 component could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported being unable to communicate with belt.